Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure a console error (h07) message occurred. The procedure was completed with another rf 3000 radiofrequency generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. However, patient over 18 years old. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure a console error (h07) message occurred. The procedure was completed with another rf 3000 radiofrequency generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the tamper proof seal was not intact. The generator error (h07) was confirmed and attributed to a bad pin connection on the ac power harness assembly. Additionally, u3 on the rf board was replaced, but was unrelated to the reported failure. Following replacement of u3 on rf board and the ac power harness assembly; the device passed all performance criteria of its final test procedure. The condition of the returned incident device was consistent with the complaint that a generator error (h07) occurred. During the evaluation, a poor connection on one pin of the ac power harness assembly was identified. The most probable root cause is wear and tear. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. (B)(4).